Manufacturer narrative:
Analysis confirmed a pump motor feedthru anomaly related to shorting across the insulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company in regard to a patient receiving compounded baclofen 3,000 mcg/ml at 626 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and spinal cord injury/spinal cord disease. It was reported that an alarm was heard and confirmed by telemetry. Per logs, the alarm was due to elective replacement indicator (eri) on (B)(6) 2016. The eri was reported to be premature. There were no environmental/external/patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed were reported as "normal". The issue was not resolved at the time of report. The patient's status at the time of report was alive - no injury. No patient symptoms reported. The pump was being scheduled for replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.